Manufacturer narrative:
E1: address line 1: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the resection electrode was deformed. The issue occurred during a therapeutic hysteroscopic uterine lesion resection procedure. There were no reports of patient harm. However, the surgical time was increased by 5 minutes while patient was under anesthesia.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, it is possible that the deformation was caused by misapplication. Olympus will continue to monitor field performance for this device.